Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure and may require intervention. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including predilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with iliofemoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Preprocedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14 fr sheath is 5.5mm. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the vascular dissection could not be determined. However, patient factors not provided and/or the mechanisms described above are likely contributing factors for the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(6), a transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 valve in the native aortic position was performed via transfemoral approach. After delivery system and esheath were withdrawn, angiography revealed that the left common femoral artery (lt cfa) was occluded. To repair the obstruction, the access site was incised and it was found that the intima of the vessel was partially exfoliated and obstructed the lt-cfa. The exfoliated intima was surgically removed. Per angiography after the repair surgery, the lt-cfa was still obstructed partially, but additional intervention was not performed since the patient was elderly and doppler sound could be detected on a peripheral vessel. The 14 fr esheath was inserted from the lt cfa by cutting down. The degree of calcification on lower artery was mild, and the access vessel minimum luminal diameter (mld) measured 5.5 mm. There were no difficulties noticed when inserting the device. The valve was implanted as planned.